Event description:
It was reported that pump generated cartridge alarm 20 and caller had experienced cartridge alarms with consecutive cartridges. There was no adverse impact to the customer¿s blood glucose level. Customer was instructed to place pump into storage mode and return problematic pump to tandem within 10 days using provided shipping materials, and was advised to program pump settings and reconnect cgm on replacement pump, while technical support confirmed warranty and shipping details and sent replacement pump.